Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with an unknown amount of insulin. No reported adverse impact to the customer's blood glucose. Customer successfully loaded a fourth cartridge and resumed insulin delivery.